Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 20mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured at fraction of second. The device was removed, and the procedure was completed with a non-boston scientific balloon catheter. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: nc quantum apex mr 20mm x 3.00mm, was returned for analysis. A detailed visual, tactile, and microscopic examination of the balloon material identified a circumferential tear in the mid-section of the balloon. Visual and tactile inspection of the hypotube shaft profile revealed no issues or damages. Microscopic analysis of shaft polymer extrusion revealed no issues or damages. Tip showed no signs of tip damage. A microscopic examination of the distal and proximal markerbands identified no damage.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 20mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured at fraction of second. The device was removed, and the procedure was completed with a non-boston scientific balloon catheter. There were no patient complications reported.